Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported inflation issue was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as the noted tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire; thus as the device was attempted to be pressurized resulted in the reported inflation issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial medwatch report, information was received stating that the device used in this procedure was a 3.0x12 rx xience alpine, not a 3.0x12mm rx xience prox as initially reported.

Manufacturer narrative:
(B)(4). The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion in the proximal diagonal artery. The 3.0x12 rx xience prox stent delivery system (sds) was advanced to the lesion with no resistance noted; however, when pressurized to 10-15 atmospheres, the balloon would not inflate. The sds was removed without issue. Once outside the patient anatomy, the device was still unable to be inflated. Another stent was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.